Event description:
According to the event description: too fast delivery of the drug in three patient. In two cases the infusion was shortened by 6 hours (with a planned infusion of 22 hours), in the only case the infusion was shortened by 4 hours (with a planned infusion of 22 hours).

Manufacturer narrative:
All three reported events are in the b braun complaint management system and are identified as internal report numbers (B)(4), (B)(4) and (B)(4). This manufacturer report is being submitted for (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.